Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232805937); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured aneurysm located at pariopthalamic with a max diameter of 9 mm and a 5 mm neck diameter. The landing zone was 3.3 mm distally and 3.6 mm proximally. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, with unknown diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the pipeline deployed in m1. The surgeon resheathed and tried to flip the sleeves, they could get the sleeves flipped to deploy distal 1/3 of device. They pulled back to get in position, but they noticed that the ped tip coil jumped back into device. They pulled the tip coil back to distal tip of phenom and removed phenom and pipeline. The angiographic result post procedure was good result. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a d085419, rfx058-105-08 guide catheter, infinity 80cm sheath

Event description:
Additional information received reported that the stent and phenom microcatheter were replaced with a new pipeline and phenom to complete the procedure. It was clarified that there was no issue with the stent opening distally; the device opened, however, when the attempt was made to recapture the device, the tip coil came back into the device. No causes or contributing factors for the "tip coil jumping" were identified. The second (replacement) device deployed as expected with same setup and technique. Multiple pipeline devices were not being used when movement occurred; a single pipeline was placed. There was a lot of friction pushing the pipeline through the phenom 27. The first stent was removed from patient; the second stent was implanted at the intended location. The device did not jump during deployment; it stayed in position. The tip coil and pusher wire were the only thing that moved. The tip of the catheter was moved during deployment; when attempting to recapture the pipeline, the tip coil jumped back into the pipeline device and the pipeline (stent) didn't move. There was no allegation against the phenom microcatheter.

Manufacturer narrative:
B5 updated h6 updated. Based on clarification received, a0512 and a150201 codes were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.